Event description:
It was reported that a patient underwent a laceration closure procedure on (B)(6) 2015 and a topical skin adhesive was used. During the procedure, the ampule broke through the plastic. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion : the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
It was reported that this device is not malfunction reportable. Therefore, this medwatch report is not reportable.